Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting melted white plastic, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and the teflon pad on the clamp arm was found to have thermal damage. Failure analysis investigations confirmed the customer reported complaint. Melted marks and indentations were observed. Any material missing is likely to be thermally induced rather than mechanically induced. Failure analysis found the primary failure of teflon pad damage to be related to the customer reported complaint. Root cause is attributed to mishandling/misuse. The complaint regarding melted white plastic was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Corrected information can be found in the following fields: d4 (batch sequence was added to the lot number).

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, when the customer was using the harmonic ace instrument, the teflon pad melted, and the powder was "blown out." The fragments fell inside the patient¿s anatomy and were not retrieved. The procedure was completed with a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. During the procedure, the teflon pad was melted, but the customer could not retrieve the fragments because it was like powder. Additional surgical procedure and post-operative tests were not performed. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any hard materials or other instruments. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There were no intra-operative or post-operative complications. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Based on the claim against the product by the customer, noting the teflon pad melted and the powder fell into the patient, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned, but it has not yet been received as of the date of this report. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the white part at the harmonic ace instrument tip melted, and the powder fell inside the patient during a da vinci assisted procedure. The fragments were not retrieved. At this time, it is unknown what caused the event to occur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.